Event description:
I have been wearing contacts for almost 30 years - the clear care product was not labelled strongly enough and my eyes have had burning for 2 days with inability to wear contacts - all because the lens solution case did not have enough warning and was placed near the rest of the solutions in the (B)(4) where I normally buy my solution. I used my flat case on the third day (weekend travel) and did not take the special disinfecting case. Thankfully I purchased another solution for my daughter while out of town so she did not have to go through my pain. When and how was error discovered: by intuition and then reading various online discussions after my problem occurred. Who intervened: consumer/family member/ caregiver. Reporter's recommendations: more warning, not placed on the shelves near other contact lens solutions. (B)(6).